Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, low sensing on the right ventricular (rv) lead was noted. Diagnostic imaging confirmed that the rv lead was dislodged. The lead was repositioned successfully. The patient was stable with no adverse consequences.